Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 309 mg/dl. The customer stated that an issue with the infusion set caused the event. The customer also stated that on the day of the event she did not eat as much as she normally does. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge